Manufacturer narrative:
Mentor received an update on the events reported in the initial report. As a result of the patient's symptoms, she underwent bilateral explantation on (B)(6) 2020 with 425cc mentor smooth round moderate profile saline breast implants (catalog number 3501670, left-sided serial number (B)(6), right-sided serial number (B)(6)). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 14, 2020, the product investigation was completed. Device investigation summary: the sample was visually inspected and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and a delamination with leaks was found at the union between shell and patch. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 500cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or a scheduled explantation date.